Event description:
The customer indicated that a patient was returned to the operating room for additional surgical inspection due to a falsely elevated architect ipth result. The customer stated that the patient was having a thyroidectomy/tumor removal. During this surgery samples were drawn to test the patient ipth level every 10 minutes, for 40 minutes*. No patient result data has been provided. The ipth result did not drop the expected 50% per the customer. The surgeon sent the patient to recovery. After some time (duration not provided) another sample was drawn while in recovery, it was indicated that the result had gone up. Based on that result the surgeon decided to return the patient to surgery to inspect for any missed tumor. No additional tumor was found. No consequence to the patient was reported for having undergone the additional surgical inspection. No additional patient information has been provided. *note: the architect ipth assay has not been clinically validated for intraoperative use. This is documented in the limitations of the procedure section of the product package insert. Contact has been made with the customer to highlight this limitation.

Manufacturer narrative:
The customer indicated they were using lots, 01412g000 and 00612h000, during the timeframe of this event. It is unknown which lot generated the discrepant result. (B)(4). Surgical inspection performed. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Lot number and expiration date and device manufacture date for the lots in use by the customer during the time frame of the event: 01412g000; expiration date: 01/13/2014, manufacture date: 08/2012. 00612h000; expiration date: 01/13/2014, manufacture date: 10/2012. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lots 00612h000 and 01412g000; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ipth reagent list number 08k25, lot numbers 00612h000 and 01412g000, was identified.